Event description:
It was reported that the procedure was to treat an unspecified lesion in the renal artery with heavy tortuosity. A 4.0x18mm rx herculink elite stent delivery system (sds) was advanced; however, resistance was met with the patients anatomy and during positioning at the lesion the stent dislodged. Reportedly, the same sds was used to retrieve the dislodged stent successfully. The sds was removed without any resistance noted. An unspecified stent was implanted to ultimately treat the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported dislodgment was confirmed. The reported resistance could not be confirmed as it was based on case circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.